Event description:
N/a

Manufacturer narrative:
This reported incident is not reportable because malfunction was not found with the unit. After further review, an initial emdr for this complaint was incorrectly submitted. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had gas loss in the circuit. Issue occurred prior to use. There was no patient involvement.